Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the issue with the keypad button malfunction was confirmed through product analysis. The keypad buttons are not responding to user inputs during testing. The "bolus" button was missing. A leakage test showed the leakage was from the "bolus" button. There was moisture in the pcu and the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The reporter claimed that the animas ceased to work after the patient went to the pool with pump. Reportedly, there was moisture behind the display. When the patient replaced the battery on the animas pump, she got the verify screen but the keypad was non-responsive. There was no product misuse. There no physical damage to the casing or battery cap; however, the audio bolus button was noted to be missing. The patient is currently on the backup. The pump will be returned for investigation. There was no patient impact associated with the product issue. This complaint is being reported due to the alleged non-responsive keypad issue.